Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary bypass procedure, while suturing, the device needle and thread easily disengaged to each other. The procedure was completed with another device. There was no patient injury.